Event description:
It was reported that the downstream occlusion alarm was persistent, could not run volume test. Cassette not attached properly alarm would not clear when cassette was removed. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the downstream occlusion alarm was persistent, could not run volume test. Cassette not attached properly alarm would not clear when cassette was removed" was able to be replicated through occlusion test. The cause of the reported issue was nonreactive downstream occlusion (dso) sensor. The issue was resolved by replacing the dso sensor and dso seal. Performed the dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.